Event description:
It was reported by the contact that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was high. The customer changed the infusion set multiple times. Trouble shooting to determine a possible cause of the occlusion was not performed as the supplies had been changed; however, tandem clinical diabetes specialist discussed the occlusion and infusion set/site options with the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.